Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a health care professional regarding the patient. It was reported that the patient had not used the implantable neurostimulator in years and has not recharged in years. Since (B)(6) 2016, the patient has not restarted or used their implantable neurostimulator. The patient has had other medical needs that were not related to the implantable neurostimulator that took priority. The patient was not keeping up with recharging at that time. The patient is doing okay now without the therapy and does not have a desire to resume therapy. At the time of the report, the patient¿s battery is dead, and the patient is unable to charge it because he has not used it in over five years. An overdischarge is suspected. The patient noted that the recharger was not taking a charge when plugged into the wall. The green light was on, arrows align, the connector pin looked okay and not damaged. The plug displays on the screen, but the battery was not incrementing. The patient was sent a replacement recharger. There were no further complications reported or anticipated.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unconscious and could not provide feedback on whether system was working. The caller tried the patient programmer with and without the antenna but he kept getting the poor communication screen. Asked if the caller was aware if the recharger was available, but he did not know and no family member was available at that point. The caller indicated that they would check with the family to determine if the recharger was available for them to check the ins and see if the battery was charged or depleted. It was noted that the patient was in the ICU. Additional information received reported that the patient hospitalization was not related to the stimulator. It was mentioned that the patient¿s stimulator was not an issue and they would call back if they had any further question. On (B)(6) the manufacturer's representative (rep) called and reported the consumer was an inpatient at a medical center and the nurse was unable to communicate with the implant using the patient programmer (pp) or the recharger. It was furth ER reported the consumer wasn't feeling stimulation. The rep. Was currently on their way to the hospital to see the consumer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.